Event description:
It was reported that during deployment of the absolute stent in the left iliac (off label use), the stent came off of the sds with little effort and jumped forward. The stent was deployed partially in the lesion and partially in an unintended location. Another stent was used to treat the uncovered portion of the lesion.